Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The device was removed against resistance. It should be noted that the electronic (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined to be due to operational circumstance. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6-device code 1528 difficult to remove was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angiogram interventional procedure using an 8f sheath. Reportedly, the anterior foot failed to return to its original position and the lever could not be returned to its original position. The device got stuck and was removed against resistance which caused vessel damage. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.